Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned from the intensive care unit to the biomedical department with a report of an alarm condition that was "on the screen on channel 1" and that "there was no audible alarm." No specific patient information, pump programming, or event details were available; however, there were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.